Event description:
It was reported that during the procedure in the highly calcified right coronary artery (rca), a 3.0 x 18 stent was successfully deployed. An attempt was made to advance a 3.0 x 15 stent, but resistance was felt when crossing through the 3.0 x 18 stent and again when advancing toward the distal lesion. The stent system could not cross to the lesion, so an attempt was made to withdraw the stent system. During removal, the stent system became caught on the 3.0 x 18; however, the stent system was ultimately removed from the anatomy. Outside the anatomy, it was noted that the stent had dislodged from the balloon. A dissection was noted at the proximal rca and a xience v 3.5 x 12 was deployed to treat the dissection. An attempt was made to snare the 3.0 x 15 stent that had dislodged, but when pulling back, the stent became caught on the implanted xience v 3.5 x 12 stent and it was pulled down into the profunda. Both stents were successfully snared from the anatomy and there was no adverse pt sequela. The pt's hospitalization was prolonged, but the pt's condition is reported as good. No additional information is available.

Manufacturer narrative:
(B)(4). Additional non-surgical treatment was used to successfully snare both stents and remove them from the pt anatomy. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.